Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens is torn in two pieces. The part of optic is cut or torn. One side has one haptic attached. The other haptic is torn off and missing. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
It was reported that the patient noticed blurry vision due to z-syndrome about 2 months after lens was implanted. The lens was exchanged.